Manufacturer narrative:
Unique device identification (UDI): (B)(4). The bactiseal catheter was received for evaluation: device history record - there is no indication that the production process may have contributed to this complaint. Failure analysis - the catheter was visually inspected, no defects noted, the ends of the catheters were clean cut. The catheter was irrigated, no occlusion was noted. The catheter was leak tested, no leaks noted. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could have been due to csf pathway obstructed with biological debris, no occlusion issue was noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00229. A facility reported a defective programmable catheter. The catheter passed the physiological saline test; however, after implanted, the csf did not come out through for 10 minutes, so it was considered defective and both the valve and catheter were replaced.